Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. UDI: (B)(4).

Event description:
It was reported that the motor device had an unspecified malfunction. During an in-house engineering evaluation, it was determined that the device ran in the locked position - power broken, locking components were damaged and failed pre-test for safety. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no surgical delays and a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.